Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, there is possibility that the reported phenomenon that the examination light from the distal end became low was caused by the examination lamp failing to light up and the emergency lamp worked. In addition, the converter and igniter unit may have failed due to aging of parts due to repeated use for a long period of time, because more than seven and a half years have passed since the device was manufactured. Omsc concluded that this may have failed to light up the examination lamp. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. From the ¿field service & on-site repair report¿ provided by olympus medical systems india private limited (omsi), olympus medical systems corp. (Omsc) confirmed the following; -when the olympus field service engineer checked the device, the switches on the front panel did not respond and the emergency light worked. In addition, the device inspection results by omsi confirmed the following; -the emergency lamp indicator was lit up intermittently due to a malfunction of the converter and igniter unit. -the reported phenomenon that the switches on the front panel did not respond was not reproduced. -no burn marks or damage to parts were found on the converter and igniter unit. -the output socket was deformed. -the letters on the label on the rear panel disappeared, and there was rust and corrosion. -the top cover was badly corroded and the paint was peeling off. There is possibility that leakage current does not meet specifications and patient or user get an electric shock, due to paint peeling and corrosion. -the wli and nbi lens inside the device were foggy. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to omsi for repair. The inspection of the device by omsi confirmed the following; -the reported event that the examination lamp failed and the emergency lamp lit up appeared to be caused by defect of the power supply unit and igniter board. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the examination light from the distal end of the endoscope had become low. There was no report of patient injury associated with the event. Olympus inspected the device at the service department of olympus medical systems india private limited (omsi) and found that the examination lamp did not light and the emergency light worked.